Manufacturer narrative:
Qn# (B)(4).

Event description:
During the procedure the physician found the guidewire body was bent. The device was replaced. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned a single guide wire assembly for evaluation. The guide wire was returned within the advancer tube. No definite signs of use were observed. The guide wire was observed to have one kink and one offset coil towards the distal end of the body. Despite the deformations, the distal j-bend remained intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 565 mm from the proximal tip. The offset coil was located 584 mm from the proximal tip. The overall length of the guide wire measured 600 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.80 mm which is within the specification of .788-.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions state, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation , bleeding, or component damage." The instructions also state, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked at 565 mm from the proximal tip. An offset coil was present at 584 mm from the proximal tip. The returned guide wire met all relevant dimensional requirements and a device history record review of the potential lot based on sales history did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the procedure the physician found the guidewire body was bent. The device was replaced. No patient harm. The patient's condition is reported as fine.